Event description:
It was reported that microjoint instrument jaws were locked on a needle. It was not confirmed whether the malfunction occurred during a procedure. No pt injury or adverse outcome was reported.